Manufacturer narrative:
Based on the claim against the product by the customer noting issues the erbe generator, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the erbe to resolve the issue. Isi did receive a da vinci integrated electro surgical unit (iesu) involved with this complaint to perform failure analysis and the investigation the iesu was analyzed and found error m-02-3 displayed during boot up. The unit is being sent to original equipment manufacturer (OEM) for repair. The complaint regarding issues with the erbe generator was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported issue is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hemicolectomy-right surgical procedure, the issues with their erbe generator were noted. Intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that the customer was unable to fire monopolar and bipolar energy. The isi technical support engineer (tse) viewed the logs and found multiple erbe errors. Prior to calling in the issue, the isi csr had power cycled the erbe several times. The isi tse walked the isi csr through a hard power cycle of the erbe and disconnecting the energy cables from the erbe. The erbe unit faulted on its own with no cables connected. The isi tse then walked the customer through connecting a force triad unit to continue with the surgery. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.